Manufacturer narrative:
Product complaint: (B )(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision; mr (B)(6), (B)(6) (B)(6) 2018. Primary (B)(6) 2010 mr (B)(6), (B)(6). Reason for revision. Patient had a fall and as a result presented with a graunching sound. X-rays showed suspected movement of acetabular cup and therefore point loading of metal liner. On revision stem was also loose. All components removed and revised. No components to return as patient wanted to keep them. Female patient initials (B)(6), dob: (B)(6).